Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 500 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The it was reported that the patient¿s health care provider adjusted the basal rate on the pump. The reporter alleged that the pump would not prime; the pump reportedly experienced load step malfunction and prime/motor issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 02/14/2017-product analysis: the device was returned and evaluated by product analysis on 01/27/2017 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed nine loss of prime warnings occurred on the alleged event date of (B)(6) 2016 beginning at 01:41; insulin deliveries resumed at 02:22. On (B)(6) 2016 at 17:21, nine loss of prime warnings occurred; insulin deliveries resumed at 17:28. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was found to the pump's motor components and circuit. No damage or defect was found to the pump's internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.